Event description:
It was reported that 2 bd precisionglide¿ needles were blocked during use. The following information was provided by the initial reporter: "having issues with the needles not ¿pushing¿ fluid through. Had 2 needles yesterday unable to push through liquid. Now we are using the 1 opened box and testing to make sure will push through prior to using in patient room. Use on patient? If so was there any impact or harm due to the reported issue?: needle failed while injecting patient. Patient had to be ¿poked¿ twice."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: it was reported the needles are not pushing fluid through. To aid in the investigation, ten samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution for a functional test. Each sample expelled the solution with a normal flow. A device history record review was completed for provided material number 305106, lot 1335484. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that 2 bd precisionglide¿ needles were blocked during use. The following information was provided by the initial reporter: "having issues with the needles not ¿pushing¿ fluid through. Had 2 needles yesterday unable to push through liquid. Now we are using the 1 opened box and testing to make sure will push through prior to using in patient room. Use on patient? If so was there any impact or harm due to the reported issue? Needle failed while injecting patient. Patient had to be ¿poked¿ twice."